Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with the anatomical location of the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach and esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician inserted the clip through the scope to address a bleeding ulcer. When he asked the technician to deploy the device, it unexpectedly opened off the catheter and remained in that position. This caused the physician to become concerned that it may not pass through the patient's body. To retrieve the device, the physician used a hood and was worried that the patient might have esophagitis. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.